Event description:
It was reported that the patient experienced length of the tubing was too long with an inflatable penile prosthesis (ipp). The ipp remains implanted and the length of the tubing was shortened. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: excess tubing was reported. One straight window quick connector (wqc) was returned. Both ends of the connector have a collet and kink resistant tubing (krt) inserted. No leak was found. The wqc and collets are not cracked. The wqc performed within specifications. The product analysis was unable to confirm the excess tubing allegation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced length of the tubing was too long with an inflatable penile prosthesis (ipp). The ipp remains implanted and the length of the tubing was shortened. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.